Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0pw68, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the trial went great but since implant it only worked 4 days and never worked again. The patient was experiencing a loss of therapeutic effect. This issue began 5 days after implant. Implant worked great for the first 4 days but since then it was not working. The patient has to use enemas to relieve the pressure and have a bowel movement. The patient's bladder was working better and she could sit down and pee whereas before she had to stand up. The patient had see the pa (physician's assistant) twice since then and told her that her body may just not work with the device. They did x-ray and the leads were fine. The patient was wondering why it stopped working. No falls/traumas were reported. The patient had tried all 4 different programs and had not helped. When it was working, the patient was on a 3v but then a person said it was too high and it would burn her battery out so she turned it to 1.9v and it was not doing anything. The pa told the patient that she had used up 3 months worth of battery in those few days that she had it at the higher voltage. The doctor's office is new to the manufacturer's device. It was later reported that therapy worked great for the first 5 days after interstim implant; since then her constipation was worse than before surgery. The patient had to have 2 enemas last week and one this week. The patient's doctor told her that there isn't anything else that can be done with interstim. The patient had tried 5 programs. The patient wanted to know if there were more programs to try. The patient indicated she isn't willing to give up on it so soon, and perhaps she would like to work with another doctor. There was no known accident or incident related to this complaint. The patient asked for field representative to speak with a patient. The patient was mentioned having normal bowel movements several of them. The patient mentioned not having to sit on a box to hold herself up while going tinkle. The patient mentioned her bladder is outside of her and implantable neurostimulator (ins) was helping with bladder issues. The bowel it's made it worse; her husband had to give her enemas and now she was doing it herself. The patient had constipation and is blocked up very badly for days. The patient was confused and didn't know what was going on. The patient saw the manufacturer's representative and "he knew I was having a lot of trouble. He decided to put in cycling 16a so that things would get better and they didn't. " I now have to give myself enemas we are going in the wrong direction". The patient mentioned being bipolar. The patient mentioned being on a linzess medication and it made her run down her legs on her bed and everywhere. The hcp (healthcare provider) told her to take linzess for constipation. That was the last thing lori told her to do was take the linzess; she has no other direction on what to do. They put her 6 months out for a doctor's appointment. Additional information from the patient noted the patient was having concerns regarding their device or therapy but was working with their physician or the manufacturer's representative. Test surgery was on (B)(6) 2014. Full surgery was on (B)(6) , 2014. The patient noted: my body will not work. I still take lots of medicine and I have to give myself enemas to get relief. Appointment dates were noted as (B)(6) . On (B)(6) the patient was told interstim could no longer do anything to help them. They'd tried 5 programs; the latest (cycling) . The patient was not ready to give up. The device worked great on the test surgery and worked great the first 5 days inside their body. The patient believed if it worked once, it could again. The patient was only 5 weeks out of full interstim surgery and noted how could they give up. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient noted that the patient was having concerns regarding their device or therapy but was working with their physician or the manufacturer's representative. The patient included documentation that had been sent to her physician. The patient wanted her records corrected with the physician's office. The patient noted: the records in the doctor's office state that I have "fecal and urinary incontinence, which the patient stated they did not have. The patient had just the opposite: chronic colonic motility and urinary retention. The patient had constipation and all the medicines prescribed for them had been for constipation only. The patient had not taken medication for fecal incontinence. The patient noted that the medication linzess had made things worse by causing liquid fecal matter to run down their leg. This had happened twice and the smell was terrible. The patient notes office records state that the patient went there on (B)(6) to discuss interstim which the patient states in not true and that they did not know the doctor did interstim surgery until that day. The patient noted (B)(6) office visit that they had received no written instructions only a brochure about urinary interstim. The patient noted: (B)(6) 2014, the test surgery was performed and interstim appeared to help me. I was happy with the results. The final surgery was performed (B)(6) and 4 1/2 days later I began to suffer more than ever before in my life. It is true that the trial period went well. It appeared that the interstim device was helping me to sit down to urinate and was helping my bowels to move better. So we scheduled the final surgery. The office called back with a (B)(6) date. For the first few days after the final surgery, the device did seem to work. After the first 4 1/2 days, however, I had difficulty again sitting to urinate, and smaller amounts eliminated. My bowels stopped working again; and I began to suffer greatly. (B)(6) 2014. The doctor's office received a record of my conversations with the manufacturer's representative without my knowledge. (B)(6) 2014, and (B)(6) 2015. My two post-op visits. The majority of my time with her was spent going over constipation medications I was taking. After realizing how much I was suffering from constipation fol lowing the inter-stim surgery, it was suggested that I see my gi physician, and ask him to prescribe reglan for my constipation. (B)(6) 2015, when I was continuing to suffer terribly with severe pain and worsening constipation, I was suddenly dropped by the doctor's office and an individual said she was sorry but they, nor inter-stim, could help me anymore. By the fifth week after my surgery, I continued to have severe pain and my constipation problems worsened to the point that my bowels could only move with enemas my husband had to give me, and then not much at all. Someone called me back on (B)(6)saying that they were unable to help me anymore, that inter-stim was unable to help me, that I should just take the linzess, and she was sorry. (The manufacturer's representative had told me there were 30 programs; I was only on number five when I was dropped.) The individual did not tell me to turn the machine down, off, or anything. I was in such a terrible shape and in so much pain that I was scared for my life. (B)(6) 2015. After I was told the office could do no more for me, I called the manufacturer and was told that the inter-stim device had not been approved for use on people with severe constipation. After I was dropped by the doctor's office, I tried to call the manufacturer's representative on (B)(6). I had called him several times during the first five weeks. All of a sudden, I could no longer get through to the representative. When I was unable to reach him, I called the company's 800 number on (B)(6). I was suffering so much that I called the company again on (B)(6). He told me that he could not tell me whether to turn the machine up or down to stop my suffering because the inter-stim machine was not designed for constipation. (B)(6) 2015, I called for an appointment with the doctor and was told he could not see me until (B)(6). I was in much pain and needed to see the doctor. After another doctor called, I was given an earlier appointment on (B)(6) 2015. My horrible pain continued and my bowels would not move without enemas; I saw this other doctor on ,(B)(6) 2015. On (B)(6) 2015, this doctor told the person with whom he was speaking that the inter-stim had to come out of me. This doctor told me to turn the inter-stim off immediately. (B)(6) 2015. On this date, I pulled up my records and found that they state that a doctor did a colonoscopy on me. He did not. The doctor did the sitz-marker study on me which measures the degree of constipation. My test vividly showed all 10 markers still in my body, indicating how constipated I stay on a daily basis. I gave an individual a copy of this study on november 12, the day she scheduled my test surgery. On (B)(6) 2015, I finally had an appointment with the doctor. The doctor gave me 4 options to choose from at this point. I would be deathly afraid to have him remove the device now.

Event description:
It was later reported that the patient noted: "I am constipated but I know it's not designed for use with constipation but I want to know if I should turn it up or down to help with constipation"? The patient stated she will follow up with a doctor and has an appointment for (B)(6) 2015.